Event description:
It was reported that revision surgery has been performed following fusion of pt's femur to pelvis. This fusion resulted in the bhr implants being surrounded in bone. Resulting in no range of motion. The surgeon does not fault the device.